Manufacturer narrative:
The device mentioned in the above complaint has not been returned to olympus for evaluation/ investigation. The olympus representative instructed the customer to reseat/ secure to the connectors of the monitor, check the lamp for greying on the lens and to replace the lamp to determine if the lamp causing the issue. In addition, the olympus representative advised the customer device may need to go in for repair if the above trouble shooting steps did not correct the issue. Olympus followed up with the reporting customer and was informed there have been no additional complaint/issues with the light source. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source lamp is not stable and is intermittent. The customer stated the spare lamp was functioning appropriately. No additional information was provided. No patient contact/impact reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem was resolved by replacing the lamp, or exchanging the lamp assembly. Therefore, it is likely that the lamp was defective or there was a problem with installation methods of the lamp.